Event description:
Customer reports that the products o2 inlet port melts during use. The melting was found on routine concentrator checks which are performed every 3 months. It was noticed during a check, when the oxygen is connected and the ball on the concentrator goes down. Customer reported that it is also visually obvious. Customer stated that theses adapters were all used with home care patients that need to bleed in oxygen. None of the oxygen ports were completely occluded. The patients use the CPAP nightly. The adapter is not cleaned, sterilized or washed. It is not routinely changed. The oxygen tubing connected to the adapter is changed but the adapter is not changed. The customer stated that he will be replacing the adapter with a competitor's product, teleflex medical part 1642. There was no patient injury/impact reported.

Manufacturer narrative:
(B)(4): customer reports that the sample is available for evaluation. Upon completion of carefusion's investigation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4): correction: the customer incorrectly identified the product. Investigation: one sample was received for evaluation. Upon visual inspection of the sample it was noted that it was deformed at the inlet port. In a similar report the sample was submitted to chemical analysis, and in accordance with teknor apex analysis it was confirmed that the deformed ports were exposed to dehp. In conclusion the deformation is caused by long term use with the pvc connector. This failure reported is not caused by manufacturing personnel; this type of defect is caused during long-term contact of the two plastic materials during product usage. A project has been opened to implement a labeling change indicating the risk of this failure with long term contact between these materials. A lot number was not provided; therefore a device history record review could not be performed.